Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, the device was found to be in back-up mode due to event queue overflow. The device was successfully reprogrammed, and the patient was stable with no consequences.